Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of a minicap transfer set. This was noticed after peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection performed with the naked eye noted a female connector separated from the main body. The insert chip was not returned with the sample. There was evidence on the female connector indicating an insert chip was present; however, the investigation was unable to verify present of solvent. There was evidence of solvent on the top thread of the main body. The reported condition was verified. The direct cause of the event was determined to be inadequate solvent application to the set during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.